Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported an over infusion. Cardizem 100 mg/100 ml was hung at 15:49 on (B)(6) 2013 as a primary to infuse at 10 ml/hr. At 18:30 the pump alarmed (specific alarm unk), and the bg was found empty. The pt had no side effects. There was no report of pt harm or medical intervention. Although requested, no additional info was provided.